Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a pharmacist reported about a customer that when she tried to apply the adc freestyle libre sensor, the "needle from the applicator jabbed into her arm and remained in the arm when the applicator was removed instead of retracting back into the applicator". The needle was removed from her arm using tweezers. Additional information received from the customer who reported that there was no medical attention required due to this issue. No further treatment reported. There was no report of death or permanent injury associated with this event.